Manufacturer narrative:
Clarification to the aware date: 08/23/2022 is the correct aware date since the healthcare professional later confirmed the fluid and infection around the implant. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and infection (late onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety, seroma-late and infection (late onset).

Event description:
Patient called to report left side began disintegrating. Healthcare professional reported left side no rupture and "explant due to textured implants¿, and ¿left side had a murky type of fluid and infection around the implant¿. Device has been explanted.